Event description:
It was reported that a spectrum pump had a bad motor. During baxter's functionality testing it was discovered that the pump was alarming for system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of a bad motor through system error 105 alarms experienced in evaluation. The issue was caused by a failed motor flex. The motor assembly was replaced.